Manufacturer narrative:
(B)(4). Examination of the returned device did not confirm the reported dull condition. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon stated that im drill was dull. Another was available and surgery proceeded without delay.